Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Device evaluation found the following: 1.) Connection broken 2.) Cover glass cracked 3.) Distal fibers broken and discolored 4.) Normal signs of use were noted on the telescope, which are corresponding to the age. The device history record was unable to be reviewed for this device since the correct serial number was unable to be obtained. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to excessive/frequent use and/or unsuited/inappropriate handling and/or the apply of external force (dropping, impact or shock). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the contact point for light capsule broken off. There were no reports of harm.